Event description:
The complainant reported that an impella cp pump was implanted in a patient for circulatory support. While on support, there was a placement signal not reliable alarm. The audio was disabled and the patient remained stable. There was no reported harm or injury to the patient.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The root cause of the optical signal issue cannot be definitively determined without inspection of the pump. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.